Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer canceled the workorder as the issue was resolved by the customer. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer issue. The customer stated that the 2dn drawer from the top was jammed and unable to open causing a delay in dispensing medications to the patient. The customer also mentioned that an error message: "hardware failure" was popping and the drawer pop out when doing count. The issue was still the same even after a reboot. There were no adverse events or injuries reported based on this event.